Manufacturer narrative:
Smith & nephew, inc. Endoscopy division is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. Evaluation of the returned screw confirmed the reported complaint of a reverse screw. A class ii voluntary recall was initiated on (B)(4) 2012 on product 72201772 lot 50397157 with the issue of incorrect thread screw. (B)(4).

Event description:
Instead of normal thread there was a reverse thread screw in the package. During a mpfl reconstruction procedure, screw (72201772 biosure ha) cut the ligament and the tendon was partial damage. Surgeon sutured a piece of the quadriceps ligament to the original ligament and fix the graft into the bone with another screw to complete the repair.